Event description:
It was reported that the outer layer was detached. A 180cm/135cm renegade hi-flo fathom system was selected for use. Prior the procedure, the device was unpacked according to the standard process, however the outer layer was detached. The procedure was completed with another of same device. No complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was inspected for any damage or irregularities. The renegade was received with an unknown guide wire still inserted. The device was hydrated, and the guide wire was removed. One fracture was noted 53.6 cm from the hub. No other damage was noted on the device.

Event description:
It was reported that the outer layer was detached. A 180cm/135cm renegade hi-flo fathom system was selected for use. Prior the procedure, the device was unpacked according to the standard process, however the outer layer was detached. The procedure was completed with another of same device. No complications were reported and patient was stable post procedure.